Event description:
Procedure type: gastrointestinal. According to the reporter: the customer reports that during stapling, the gastric antrum was sectioned with a (B)(4) green reload, the organ was sectioned but the staples could not close on whole length of the gastric part. -the operating field was contaminated by the digestive fluid. Another gastric cut was needed as the stapled zone was cyanozed. No reinforcement material used. Last known patient status is stable. To correct the problem there was a change of the final assembly: a termino-lateral gastro anastomosis was made across the gastric band, while there is less dysphagia when performing a gastrojejunal anastomosis side-to-side on the posterior front of the stomach. Two bags of blood transfusion was needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)